Manufacturer narrative:
The technician found that the motor cover was discolored from a heat sink heating on the board overheating. The cause was an internal failure of the batteries, suspect a short. The technician replaced the batteries to repair the bed.

Event description:
The accounts maintenance alleged there is a hot spot coming from under the top motor cover.